Manufacturer narrative:
This manufacturer report #3006617478-2015-00018 has been prepared further to reception of the (B)(4). Since this (B)(4) deals with an event that involves two devices (which have the same catalog and lot number), we will submit a separate MDR manufacturer report (will be numbered #3006617478-2015-00019) for the other device potentially involved in the event.

Event description:
On (B)(6) 2014 the patient had an open ventral hernia repair using two pieces of surgimesh wn t1415-8. Approximately a month p.o. The patients skin wound from the ventral hernia repair broke down. On (B)(6) 2014 the patients wound was irrigated, debrided and re-closed. The patient was given antibiotics on (B)(6) 2014 the patients wound was again irrigated, debrided and a wound vac placed. On (B)(6) 2015 the patients abdominal wound was making progress and there was evidence of granulation taking place. At a (B)(6) 2015 check-up the patients abdominal wound was continuing to heal, a bite slowly. On (B)(6) 2015 the patient was brought to the surgeons office for excision of unincoporated t1415-8, irrigation of the site and debridements. By (B)(6) 2015 the patient called indicating that drainage had increased. On (B)(6) 2015 the surgeon excised the remaining t1415-8 and closed the patients abdominal wall. The sterility and acceptability for clinical use of the surgimesh wn t1415-8 was confirmed through the manufacturer lot history records.